Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has referred them to a periodontist as they are unable to provide the treatment needed for their loose teeth. Patient provided referral for class I mobility on #23, 24 and 26, and class iii mobility on #25.

Manufacturer narrative:
Patient experienced continued pain after initial allegations and surgery due to the aligners.

Manufacturer narrative:
Dentist wrote a letter of recommendation to cease wearing our product due to the reported adverse event. H6 coding added health effect: clinical code bacterial infection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.